Event description:
The customer was tested with the blood glucose result of 411 mg/dl on the accu-chek advantage system in comparison to the blood glucose result of 190 mg/dl on the professional meter. The results were obtained within a ten minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.